Event description:
The customer reported noticing a leak involving the unicel dxc 600 synchron system, a few hours after a beckman coulter fse (field service engineer) performed a preventative maintenance on the instrument. The customer indicated that the instrument's electrolyte module drip pan was full and fluid leaked onto the floor. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer discovered that the leak occurred because the fse inadvertently failed to secure line #14 while replacing all tubing during the preventative maintenance. The customer proceeded to reinstall line #14 to resolve the leak. A beckman coulter fse was dispatched to the customer's laboratory and inspected all other ise (ion selective electrode) tubings to ensure they were tight and secured. The fse cleaned the ise compartment and verified repair per established procedures. The fse confirmed that the fluid which leaked was water. Failure mode of the leak is attributed to a disconnected ise line #14 which the fse failed to secure after performing a preventative maintenance on the instrument. Beckman coulter internal identifier for this report is (B)(4).